Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On approximately (B)(6)2025, the patient was hospitalized due to an unspecified malfunction that occurred with their dexcom/device which led her to be in a "coma". According to the patient, her daughter called paramedics on (B)(6)2025, after finding her unresponsive. The patient was in a coma during the incident and could not provide specific details. Her daughter informed medical personnel that the patient¿s blood sugar was low at the time, prompting the administration of d50, which did not result in immediate improvement. At the time of the report, over one month later from the event, the patient stated they were still not feeling 100 percent. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.